Event description:
The consumer reported that the patient previously had a surgery to reposition the implantable neurostimulator (ins) on (B)(6) 2013 because it stuck out. This pretty much started since the patient first got the ins put in on (B)(6) 2013. The patient thought during the last revision their health care provider (hcp) moved it up to a higher spot. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.